Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the pen ndl 32g 4mm experienced under or over dosage. The following information was provided by the initial reporter: consumer complains that pen needles deliver different amounts of insulin.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm experienced under or over dosage. The following information was provided by the initial reporter: consumer complains that pen needles deliver different amounts of insulin.